Event description:
It was reported via user medwatch (B)(4).that tip detachment occurred. During the procedure, the tip of the v-18 control wire sheared off and was lodged into the subcutaneous tissue. The tip was retrieved with the assistance of vascular unit, and the procedure was completed. There were no complications reported and the patient status was stable.